Event description:
(B)(6) online selling disposable particle respirator face mask coated in tea tree or aloe vera essential oil. This product did not get registered with FDA, the company was not registered for selling this kind of medical product. The products actually are regular face masks from (B)(6), to sell them at high prices during outbreak of covid-19, the company claims coated with tea tree or aloe vera essential oil. This is misleading. (B)(6) was warned by FDA and ftc previously. This company keeps doing the same bad things. (B)(6) inc. FDA safety report ID# (B)(4).